Event description:
The report indicates that the devices were returned to the MFR on january 9, 2003. Co has no record of receiving the devices. Please be advised that zimmer will be unable to conduct a complete investigation without examining the devices. Should the reporter choose to allow the co an opportunity of examining the devices, they will performe a non-destructive examination of the devices, and return the devices, if so requested. The catalog numbers and lot number provided are inaccurate. The reporter may be able to obtain the catalog numbers and lot numbers from the pt's records. Co is unable to provide the number of devices manufactured and distributed without accurate catalog numbers. Co has not submitted a medwatch report for this event. The event description section of the voluntary report does not report a malfunction of the devices and the adverse event section has been marked n (no adverse event).

Event description:
Pt with implant removed - hip revision.